Manufacturer narrative:
The cassettes were returned, and review of the patient's false negative red blood cell results were analyzed. An investigation was conducted on the returned cassettes from both impacted lots. As part of the investigation, the batch record as well as documentation on issues were reviewed by analyzing the novus line logbook during the dates of production. Additionally, the returned cassettes were tested using in-house instruments with a positive control. During the investigation, a review of all the novus cassettes manufactured for the impacted lots showed no records in their logbooks of a potential cause for a false negative red blood cell result. Based on the data collected, the customer¿s report of false negative red blood cells from both lots were not observed. The customer's reported issue was not reproduced. The cause of the event is unknown. No product problem detected.

Manufacturer narrative:
Initial investigation led to a discussion on having a service engineer to be dispatched and inspect the instrument. Customer reported that internal and external quality controls are all passing. Reagent is being requested back for further investigation. The cause of this event is unknown.

Event description:
The customer alleged two false negative red blood cell (rbc) results on the novus while using two different lots of the novus cassettes. Comparison testing was performed on both their laboratory analyzer and uas800 (sediment test) which yielded positive results. There is no report of injury due to this event.